Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 11 mg/dl. Cause was not known. Reportedly, the customer was driving, ¿passed out¿, and crashed their vehicle. Reportedly the customer was found 8hrs later by emts and transported to the hospital after administering juice. Customer reported they were given orange juice and coca cola, however, ¿they were going in and out of consciousness and were unable to remember all treatment¿. Treatment resolved the issue and the customer was discharged 5 day¿s later. Reportedly the customer experienced ¿loss of feeling in feet due to being in the wreckage for so long¿. Recommendation was made to consult with a healthcare provider regarding diabetes management.